Event description:
It was reported that cartridge pigtail was damaged on multiple occasions, with caller experiencing about seven instances since previous contact, and damage described as broken pigtail on cartridge used for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Caller replaced damaged cartridge, successfully resumed insulin therapy, and could not return cartridge, and no additional corrective actions were reported beyond caller confirming understanding of resolution.